Event description:
The customer tested blood glucose and received results of 400 - 500 mg/dl. The customer stated they were dosing medication based on results. By 3:30 pm the customer was having low blood glucose symptoms. They called the doctor who advised them to call paramedics. When paramedics arrived they received a result of 50 mg/dl. The customers device read 500 mg/dl. The customer was given glucose thiamin and taken to the hospital where they were given orange juice and food. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.